Event description:
It was reported that the customer's reservoir leaked insulin in the insulin pump. The customer's blood glucose level was 375 mg/dl. Standard fluid exposure troubleshooting was performed. The insulin pump passed a self test and functioned according to design. The customer was advised to monitor the insulin pump. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.